Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of abdominal aortic aneurysm. Aneurysm morphology at the time of implant was not reported. It was reported that the patient presented with ischemia in the left leg approximately 20 days post stent graft implant. It was reported the left side of the stent graft became occluded. The physician attempted with a fogerty balloon to de-clot the stent graft, but the balloon could not be advanced past through the stent graft. The physician elected to perform a femoral to femoral artery bypass. The cause of thrombus is unknown. It was reported that the patient was discharged from the hospital. No additional clinical sequelae were reported and the patient is fine.